Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The instrument was given to quality engineering for further review of the failure. It was confirmed that the broken proximal conductor wire was attributed to manufacturing due to crimping issue which resulted in the conductor wire being more prone the getting dislodged from the crimp over time and use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the proximal broken conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at proximal end near the connector. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported during the da vinci assisted surgical procedure; the fenestrated bipolar forceps instrument does not coagulate. There was no reported injury.